Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage during use. Problem description: liquid leakage at the spiros cap when used with the cassette tubing. Spiros connected to secondary access to the cassette. Problem frequency: it has happened about ten times. Impact on the quality-of-care loss of time, loss of medications, and risk of professional exposure as well as to the patient. Harm to the user: no, but prolonged treatment and increased risk.

Manufacturer narrative:
E1. Additional phone number: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The reported complaint of a leak and a stick down could not be confirmed from the photos provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received from the customer stating that the method of using the spiros connectoris always the same between their centers and verified by their advisors and since the method was being perfectly executed, the customer felt it was evident that the problem came from the spiros. The problem was: liquid leakage at the spiros cap when used with the cassette tube. When the spiros connector was plugged into the IV line of the IV tubing cassette (on the secondary line) and the pump was turned on, the air presence alarm sounded on the pump, the liquid leaked from the spiros cap, and it became impossible to restart the pump without manually creating a vacuum to eliminate air.